Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and sbc cpu pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to properly display fluoroscopic exposures to allow for proper visualization, resulting in intermittent functionality. No pt serious injury or death was reported related to this event.